Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung s23+ with android operating system version 14. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and loss of consciousness and was unable to self-treat. An ambulance was called and the customer was taken to the hospital and was treated with liquid and intravenous glucose and orange juice with "gluco powder" by a healthcare professional . It was also reported that readings of 17mml and 15 mml were obtained from the hcp meter. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung s23+ with android operating system version 14. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and loss of consciousness and was unable to self-treat. An ambulance was called and the customer was taken to the hospital and was treated with liquid and intravenous glucose and orange juice with "gluco powder" by a healthcare professional. It was also reported that readings of 17mml and 15 mml were obtained from the hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported for missing low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled low glucose alarm feature in the app and set low glucose alarm threshold to highest glucose value. Nano amps was adjusted on the keithley till low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.